Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that : on (B)(6) 2010, the patient underwent an anterior lumbar interbody fusion and posterolateral fusion surgery from vertebrae l4 to s1. She was implanted with rhbmp-2/acs. The rhbmp-2 collagen sponge was applied from a posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage, in the posterior elements. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic neck pain, which radiates across her head to her left ear and down to both shoulders, constant headaches, limited range of motion in her neck, difficulty breathing, difficulty sleeping, inability to lift her arms, low back pain and spasms, difficulty walking and driving, and bowel issues. She requires use of a cane and walker to assist in ambulation. She must also wear neck and back braces most of the time. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed preoperatively.

Event description:
It was reported that on (B)(6) 2008: patient presented with following pre-op diagnoses: pseudoarthrosis, status post l4 to s1 fusion. For which, patient underwent following procedures: l4-5, l5-s1 anterior lumbar interbody fusion. Osteotomy of pseudoarthrosis l5-s1 with partial vertebral body resection l5-s1. L4-5 complete diskectomy with decompression. L4-5, l5-s1 placement of cages. Preparation of bone morphogenic protein. Anterior plating l4-5, l5-s1. Fluoroscopic guidance for placement of instrumentation. Per op notes, serial trial sizing was accomplished with trials and an appropriately sized cage was selected under fluoroscopic guidance. It was first packed with collagen sponges that were soaked in bmp. This was placed inside the cage. It was noted that the findings at the time of surgery at the l4-l5 level showed gross motion of disk space. L5-s1 was a little stiffer but it showed motion at the level indicating both levels had not healed from the original fusion. Patient underwent intra-op lumbar spine x-ray. Impression: anterior and posterior instrumented spinal fusion l4-s1.